Manufacturer narrative:
(B)(4). Device evaluated by MFR: a coil and introducer sheath were returned for analysis. The main coil was found to be kinked and stretched upon inspection. The introducer sheath was inspected and no damage was noted. There was no blood present on the fiber bundles. Microscopic evaluation revealed the interlocking arm of the main coil was not present. The zap tip of the main coil was inspected and no damage was noted. The manufacturing batch record reveiw confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2014. An interlock¿-35 was advanced to perform a gonadal embolization; however, the interlocking arm could would not release. The device was exchanged for another of the same device. No patient complications were reported. However, returned device analysis revealed the interlocking arm of the coil was broken.